Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this lead displayed high pacing thresholds shortly after implant. The lead had dislodged. An issue with the helix was suspected. The pt was seen for a lead revision procedure. During the procedure the lead was damaged. The lead was then explanted and replaced. There were no adverse pt effects reported. The lead is to be returned. The lead has been returned for analysis.